Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 05/12/2017-product analysis: the device was returned and evaluated by product analysis on 04/20/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. The keypad was undamaged; all buttons were appropriately responsive. No defect or damage was observed to the button contacts. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. No damage or defect was observed to the pump¿s internal components.